Event description:
It was reported, the patient was to have her scs system explanted. Follow up identified the reason for the explant was due ineffective stimulation. It was reported, the patient could feel the tingle, however, the sensation was not providing relief. Surgical intervention was undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.